Event description:
Edwards received notification that this 75-year-old patient with a 25mm perimount magna valve implanted in mitral position underwent a valve-in-valve procedure after an unknown implant duration due to degeneration with leaflet thickening leading to severe mitral stenosis (mean gradient 8-9 mmhg) with restricted motion of leaflets. As reported, patient presented with congestive heart failure with reduced ejection fraction (left ventricular ejection fraction (lvef) 20%). A 26mm transcatheter heart valve was successfully implanted in replacement with no reported complications. The patient was noted as to be discharged from the hospital the next day after the procedure.

Manufacturer narrative:
E1 reporter name and address: address - (B)(6). H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement, and no images or medical records were provided. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. IFU review unable to be performed as the model is unknown. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.